Manufacturer narrative:
This ra lead will not be returned to boston scientific because it was surgically abandoned. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during an elective pg replacement procedure, this right atrial (ra) lead was observed to be fractured. Amplitude, pacing impedance and threshold measurements were unable to be obtained. The decision was made to replace this ra lead. There were no adverse patient effects reported.